Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. Bpms19-16749- inv,000019087607-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain. Bpms19-16749- inv,000019087607-inv. Most recent follow-up information incorporated above includes: on 26-mar-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added- dysmenorrhea (cramping),pain: pelvic/abdominal, fatigue ,weight gain and did not undergo confirmation test. Outcome for the events fatigue and weight gain added as recovered / resolved. Patient dob added. Reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no: bpms19-16749- inv,000019087607-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain. Bpms19-16749- inv,000019087607-inv. Most recent follow-up information incorporated above includes: on 26-mar-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding(general)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, weight increased, fatigue, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain. Discrepancy: date of removal: (B)(6) 2019; (B)(6) 2019. Current weight 178 lbs. Discrepancy noted: insertion date: (B)(6) 2014. Essure devices were placed in each oviduct with relative ease. Three coils trailing on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: result- total bilateral occlusion. Bpms19-16749- inv,000019087607-not valid. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter information and rcc note added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. C03093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding(general)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, weight increased, fatigue, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage and abdominal pain lower had resolved and the dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain. Discrepancy- date of removal: (B)(6) 2019. Current weight 178 lbs. Discrepancy noted: insertion date: (B)(6) 2014. Essure devices were placed in each oviduct with relative ease. Three coils trailing on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: result- total bilateral occlusion.. Batch no: c03093, production date: 2013-12-05, expiration date: 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. Bpms19-16749, 000019087607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), pelvic/abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.